Event description:
It was reported that removal difficulties occurred. An apd/12 flexima regular all purpose drainage catheter was selected for biliary drainage. During the procedure, it was noted that the catheter's thread was stuck in the vessel upon removal. The procedure was completed with this device. No complications were reported, and the patient was in normal condition post procedure.